Event description:
It was reported that the patient experienced intense lumbar pain not relieved by medical treatment. It was determined that they had a large subcutaneous hematoma which required both immediate surgical revision and preventative prescription of antibiotics (augmentin, 3 gm per day for 5 days). There were no alleged product issues reported. It was noted that the event issue was related to the procedure and not related to the device. The event was reported as recovered as of (B)(6) 2013. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the electrodes were implanted on (B)(6) 2013 and the stimulator was implanted on (B)(6) 2013.

Manufacturer narrative:
Product ID: 39565, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).